Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hospitalization that occurred on (B)(6) 2015. Patient reported that she was hospitalized to remove her thyroid. Surgery and hospitalization was not dexcom related. At the time of contact, patient was recovering from surgery. No additional event or patient information is available.